Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical trial representative was reported via phone call that they experienced diabetic ketoacidosis. The customer blood glucose level was 186 mg/dl at the time of incident. Customer did not provide any symptoms regarding to diabetic ketoacidosis. Customer treated with insulin pump. The insulin pump will not be returned for analysis.